Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much, tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. 2348, 1994, 2993, 1871 = "nl"

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced unspecified pain, unspecified urinary problems, urinary urgency, incontinence, and loss of consortium. Per additional information received, the patient has experienced abscess, pain during intercourse, stress urinary incontinence, recurrence, urgency of urination, blood loss, pain, urge incontinence, unspecified implant complication, pelvic pain, dyspareunia, scarring, foreign body in patient, non-surgical and additional surgical interventions. Per additional information received, the patient has experienced extrusion, erosion, dyspareunia, pelvic pain, incontinence, loss of sexual intercourse, loss of lifestyle, loss of work, pain, scarring (scar tissue), nerve pain, foreign body in patient, sepsis, abdominal pain, labial numbness, leg numbness, urinary tract infection, urinary retention, limited activities, ambulation difficulties, adhesions, constipation, hernias, weight fluctuations, pelvic trauma, peritonitis, impaired wound healing, depression, urinary urgency, unspecified urinary problems, blood loss, nonsurgical and additional surgical interventions. Per additional information received, the patient has experienced urinary incontinence, urinary frequency, tenesmus, tenderness on area of sling placement, urge and stress incontinence, pain in vaginal area, in office release of suburethral sling ((B)(6) 2013), pelvic pain, left adnexal tenderness, severe right inguinal pain, abdominal pain, periumbilical hernia, dyspareunia, atrophic vaginal mucosa, excision of mid-urethral sling and cystoscopy, small abscess at the position of the previously cut graft area, scarred site, suprapubic pain, obesity, mesh nerve pain, right obturator nerve pain, right groin and perineal pain with numbness and tingling all the way to her foot at times, sacral pain, trigger point injections, urinary urgency, nocturia, leakage of urine, protective pad use, rare urinary tract infections, abdominal right groin transobturator mesh revision - complete removal of 8 x 1 cm portion of bard align sling and transvaginal mesh revision ((B)(6) 2016), followed by postoperative abdominal pain, vomiting and fever, right pelvic/perineal fluid and gas collection consistent with abscess, cellulitis of the anus and vulva, and left groin mesh removal ((B)(6) 2017). She has required multiple non-surgical and surgical interventions.